Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, six non-sustained rv oversensing was observed on the device and it was suspected it was due to intermittent far p-wave oversensing. Additionally myopotential oversensing was suspected. Programming changes were recommended. No further information available.

Event description:
Physician elected to not make any programming changes. Device will be monitored to see if of oversensing issue occurs more frequently now and programming changes will be considered at that point.